Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported information.

Event description:
The im3.st kit contains the cc1.s8 oxygen probe, c8 temperature probe and triple lumen bolt. It has been reported that the ac3.1 monitor could not read the licox smart card. The user facility tried two different licox monitors, but were unsuccessful with both. The complete im3st kit and the smart card are available for return and evaluation.